Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. That patient was transferred to a different facility where another sample was drawn that was normal. No treatment was performed. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 14.528 repeated later that same day after negative at another facility = <0.010 and <0.010. Result from other facility = normal range. Customer¿s troponin reference range = <0.01-0.04 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any related trends in which there was a product issue. The overall performance of the architect stat troponin-I reagent was reviewed using field data from customers. A review of field data for the overall performance of lot 07500un24 indicated the patient median results are within the established limits. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect stat troponin-I, reagent lot 07500un24.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. That patient was transferred to a different facility where another sample was drawn that was normal. No treatment was performed. The following data was provided: (B)(6) 2024 sid (B)(6). Initial result = 14.528 repeated later that same day after negative at another facility = <0.010 and <0.010 result from other facility = normal range customer¿s troponin reference range = <0.01-0.04 ng/ml no impact to patient management was reported.